Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to corroded keypad traces. The device was received with cracked display window corners, broken battery tube threads, cracked reservoir tube, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed button error. The customer also mentioned that the top of the battery compartment had become cracked and damaged. The customer's blood glucose was 72 mg/dl. The customer changed the battery, to no avail. The discontinuation of the device was advised. Nothing further was reported.